Manufacturer narrative:
(B)(4). A visual, functional and dimensional inspection of the product involved in the complaint could not be conducted since the product was not returned. No photo available. A device history record review could not be conducted since the lot number was not provided. Customer complaint cannot be confirmed due to the lack of sample. An attempt to duplicate the failure mode was made but at the time there is no inventory of the involved product code available at the facility and it is not being manufactured at the time. If the device sample becomes available this investigation will be updated with the evaluation results.

Event description:
The customer alleges that the nebulizer failed to nebulize medication with high flows. No patient injury reported.